Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "customer called in to report that their site is having issues with label lifting. She provided three material number and one lot number, she asked for replacement case. She is a buyer and received the complaint yesterday from the hospital, she states the issue has been ongoing."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that label lift occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "customer called in to report that their site is having issues with label lifting. She provided three material number and one lot number, she asked for replacement case. She is a buyer and received the complaint yesterday from the hospital, she states the issue has been ongoing."